Manufacturer narrative:
The device was not reported to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the zimmer dermatome ii 4 width plate showed signs of the surface coating cracking and bubbling. Additional clinical follow up determined the issue was discovered during cleaning. There was no patient or surgery related incident associated with the reported event.